Event description:
It was reported that the device was explanted and replaced due to premature eri.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The battery longevity was below the expected limit. Analysis identified an anomalous component within the hybrid circuitry. This would account for the reported premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.